Event description:
"Patella component substantially worn." Patella component revised.

Manufacturer narrative:
The patellar component cannot be evaluated for rpt'd wear as it has not been returned for evaluation but rather retained by the pt. Two requests for add'l info have been sent. User facility info is unobtainable.